Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unk), but they were receiving an unreadable screen. The device recorder strips indicated that the pt was in fine ventricular fibrillation. In addition, the screen either displayed a "ECG lead off" or "pads off" error message. After the medics rearranged the wiring, the device screen became readable, and the error messages were no longer displayed. The medics then connected another device to the pt, and that device interpreted the pt's heart rhythm as ventricular tachycardia. The pt was stable. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.